Manufacturer narrative:
E1: patient city: (B)(6), patient country: colombia.

Event description:
Reference number (B)(4). Event occurred in colombia. The patient mother reported that there was an insulin flow blocked, therefore patient had changed the set which occurred on (B)(6) 2025. The patient mother also reported that the patient experienced high blood glucose levels which was 580 mg/dl due to insulin flow block, therefore patient had received manual injections. No further information was available.